Event description:
On (B)(4) 2013, the reporter contacted animas and alleged the following: when the patient's mother printed out the pump data, she discovered that there were multiple times where the basal rate was 0.000 u/hour. She no longer has report because she gave it to patient's health care provider (hcp) and the patient is not home at the moment. Customer technical support (cts) instructed mom to call cts when the patient is home, to review pump history. There is no allegation of a blood glucose excursion related to this issue. This complaint is being reported based on the allegation that the pump is periodically not delivering insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.